Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital for device replacement due to eri, externalized conductors were observed by fluoroscopy. All other lead measurements were in range. Lead was explanted and replaced. Patient's condition was good before, during and after the procedure.